Event description:
It was reported that patient received an alert for high out of range high voltage lead impedance. High voltage shocking vector was reprogrammed successfully. It was later reported that high voltage lead impedance on all shock configurations was measured successfully and in-range. The device remains reprogrammed and patient will continue to be monitored.